Event description:
One (1) day post shoulder procedure (in 2006), the catheter broke,while being removed. An approximate 2.5cm fragment still remains in the pt's shoulder; x-ray film did not reveal a sign of the remaining fragment.